Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the legal manufacturer's final investigation. Corrected information: e1. Additional information: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an image failure occurred temporarily due to a water immersion because the water immersion inside the cable and charged coupled device was observed. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. It could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's originally reported issue of image defects was confirmed. The following additional findings were also noted: corrosion of electrical contacts at connctor, connector crack, twisted cable, scratch on main body of head part, flooded head section imaging, and flooded cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their camera head device produced defects in the image. There were no reports of patient or user harm associated with this event.